Event description:
Drain being removed by nurse. Nurse clipped skin suture holding the tubing and approx 1" of drain slipped out of stab wound. Approx 7" was left in pt's wound. The end was jagged like it had broken off. No tension was put on the tubing by the nurse.